Event description:
It was reported that the device had premature battery depletion. It was noted that the device battery had depleted rapidly in the last twelve months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the low battery voltage and reported charge time out (cto) using the original device battery. The device functioned nominally with regards to system current drain, pacing output, lead impedance, regulated supplies, and reference voltages. No hybrid anomalies were found. The hybrid charged nominally when the battery was replaced with a donor battery. The results were consistent with the device battery causing cto. Battery analysis found that there was li discharge and complete li-severing. The observed li-severing is consistent with the increased battery impedance measured upon receipt of battery. Cto resulted from the increased battery resistance induced by li-severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.